Event description:
It was reported that the screen on the device was frozen. There was no error message. There was patient involvement but no adverse consequences. No medical intervention was required. There was a delay of 30 minutes while a back-up device was retrieved.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.